Event description:
It was reported that the patient called to report a driveline alarm. Upon arrival it was noted that the patient had an active "driveline power fault". It was attempted to clear the alarm, but it returned immediately. The patient noted a twist in the distal end of the driveline near the controller. The patient reported lying in bed on the mpu (mobile power unit) and the alarm started spontaneously without any unusual movement. The patient attempted a controller exchange on (B)(6) 2021 to the backup controller and the backup controller had a controller fault alarm. The patient changed back to the primary controller. Review of the log file, captured a driveline power fault due to a fuse in the controller opening. The primary controller and modular cable were exchanged. Manufacturer report number of primary controller: 2916596-2021-00258. Manufacturer report number of pump: 2916596-2021-00259. Manufacturer report number of modular cable: 2916596-2021-00504.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: conductor breakdown in the power cables the system controller (serial #: (B)(6) ) was returned and evaluated for the reported event of a driveline power fault. The submitted log file and the log file downloaded from the returned system controller contained partially overlapping data. The log files contained data spanning approximately 18 days of data combined (01jan2021 ¿ 07jan2021 per the timestamp). The log files captured controller internal faults from (B)(6) 2021 at 10:01:55 to the last event in the log file ((B)(6) 2021 at 09:49:17) due to the motor voltage b and the current sense on line b dropping below the voltage and amperage threshold. The alarms remained active until the last event in the log file ((B)(6) 2021 at 09:49:17) when the controller was brought in for analysis. The system controller was connected to a system monitor, pump, and power module and the reported event was reproduced. The system controller was then dissected to inspect the internal components. The resistance across fuse b was measured, revealing that it was compromised due to the damaged underlying wires of the returned modular cable. The fuse was replaced, and the system controller operated as intended. Multiple attempts were made to gather additional information about the reported event such as if the driveline power fault resolved with the controller exchange, the serial number of the controller that is now in use, the serial number of the backup controller that also had the driveline power fault, if the controller will be returned, patient states/symptoms, and treatment plan of care; however, no response was given. The root cause for the reported event was due to the damaged modular cable, lot number 199090. Damage to the underlying conductors within the modular cable associated with power b lines and the ground lines resulted in the observed reported event of the driveline power fault alarm on the system controller. This is further addressed via the modular cable investigation (MFR # 2916596-2021-00258). The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 13nov2017. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault alarm conditions, power cable disconnect alarm conditions, lvad communication fault conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables/power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting/cleaning the system controller power cables/power cable connectors. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 10 - ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. Heartmate iii instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) (doc #100169835, rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.